Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose reading was 12.2mmol/l. Troubleshooting was performed and the drive support cap was flush. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. All operating currents were within specification with no battery anomaly observed during analysis. Cracks to the case, reservoir tube lip, reservoir tube window, battery tube threads and a scratched lcd window noted.